Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was not confirmed. A root cause could not be identified. Based on the results of the investigation, the light guide bundle of the video cable section is broken and therefore the light transmission is lost or too low. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the rigid video scope did not have much light, it was turned up but no light was available. There were no reports of patient harm.

Event description:
It was reported that the rigid video scope did not have much light, it was turned up but no light was available. There were no reports of patient harm.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.